Manufacturer narrative:
(B)(4). On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gallbladder removement. "Clips wasn't closed. It only closed as it was supposed to do an cholioangiogram, even that the surgeon say that he was squeezing the handle. I asked the nurse if she could see if she was able to squeeze the clips together with out having any tissue in between the clips. Whis she was able to do." Patient status - "ok, but had to have antibiotics".